Event description:
It was reported that the insulin pump had cracks on the top and bottom case, and the customer does not know how it happened. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the lcd window corners and protruded/loose drive support disk.